Manufacturer narrative:
Customer reported via phone that they received a no delivery alarm. The blood glucose reading was 401 mg/dl.

Event description:
Customer reported via phone that they received a no delivery alarm. The blood glucose reading was 401 mg/dl.